Event description:
It was reported that the xience v nano stent delivery system (sds) was prepared and was loaded on an unknown guide wire. During advancement on the guide wire, before entering the introducer sheath, the hypotube became bent and nearly separated. No resistance was felt on advancement. The sds was removed from the guide wire and another sds was successfully advanced over the same guide wire. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device noted contrast and blood on the stent implant, on the balloon, and on the shaft, which is consistent with handling, and suggest preparation for use. The undamaged stent implant was stationary between the markers of the tightly folded balloon. There were multiple bends in the shaft, and the shaft was separated/detached at the distal end of the strain relief tubing, thus confirming the reported event. The hypotube fracture face was oval shaped and the hypotube jacket was stretched at the separation, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. In this case, there was no report of any damages noted during inspection prior to use, which suggests that a product quality deficiency did not contribute to the event. It is most likely that the shaft became kinked/bent as a result of inadvertent mishandling during guide wire advancement/ preparation for use, and further handling of the device contributed to the shaft separation/detachment. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of lot specific quality deficiency. All stent delivery systems are visually inspected for shaft damages during the manufacturing process and a sampling of units is destructively tested to verify shaft lumen integrity before release.